Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The device was returned to olympus for evaluation. A visual inspection confirmed that the ring band dilator was broken. The applicator and other kit components were not returned. The most likely cause of the ring band dilator damage can be attributed to improper use and significant force being applied during the procedure. The instruction manual warns users: "the dilators and guides are used to dilate and position (load) the falop ring bands onto the applicator."

Manufacturer narrative:
The device referenced in this report is an implantable device; therefore, no device was returned for evaluation. The most likely cause of the reported complaint was incorrect loading of the applicator. Olympus followed up with the facility to obtain additional information about the device but with no result. The instructions for use warns users: "check the operation of the applicator prior to use. Improper use of the applicator may result in a falope-ring band being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs."

Event description:
Olympus was informed that during a therapeutic tubal ligation procedure, the nurse improperly loaded the falope ring band but left the dilator still attached to the end of the applicator. When the nurse removed the trocar and inserted the applicator, the applicator broke off and fell inside the patient. The fragment was successfully retrieved with graspers. The intended procedure was completed with another similar device. There was no patient injury reported.